Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.0/1.0/069 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. Cause of the event is reported as unknown. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H1 - disregard initial MDR as it is n/a. Claim#(B)(4). Manufacturer narrative comment; upon review, it was determined that the initial MDR is not applicable as this is not a reportable event.